Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appears to be related to the operational context of the procedure. The reported patient effect of embolism is listed in the omnilink elite® vascular balloon-expandable stent system, electronic instructions for use as a known patient effect of stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B3: estimated date. D4: the UDI is not known as the part and lot number were not provided. D6a: estimated date. H6: medical device problem code: 1494 - incorrect anatomy. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported in an article case study that the patient had severe portal hypertension resulting from congenital portal cavernoma. Despite the use of guidewires dedicated to revascularization of peripheral arterial chronic total occlusions, including the hi torque command 14 and other non-abbott wires, anatomical recanalization of the extrahepatic tract of the portal vein failed. Non-anatomical revascularization was achieved by means of the ¿gun-sight¿ technique, using two snare catheters and a fluoroscopy-guided puncture. Portal vein reconstruction was completed by angioplasty and stenting with a 10x30 mm omnilink elite stent and a 9x40 mm absolute pro self expanding stent. There was suboptimal liver parenchyma opacification due to extensive intraprocedural embolism but liver portal flow dramatically improved at color doppler ultrasound a few days after the procedure. The child was discharged asymptomatic 1 week after the procedure. Additional information can be found in the article "non-anatomical revascularization of the portal vein in children with non-cirrhotic extrahepatic portal vein obstruction."